Event description:
A surgeon reports that an intraocular lens (iol) had to be exchanged. The lens had a damaged haptic that was preventing it from centering, and the patient reported eye pain. The patient is doing "excellent" following the exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 03/07/2008, 03/12/2008 and 04/01/2008 by phone, fax and mail. A completed questionnaire has not been received.